Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing and the infusion set tubing. Customer's blood glucose level was 286 mg/dl, customer declined follow up from tandem technical support. No additional information was provided.